Manufacturer narrative:
Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14563 pharmacovigilance comment: the serious events of infection and abscess at the implant site, and the non-serious events of swelling and erythema at the implant site were considered expected and possibly related to the treatment. The non-serious event of implant site cyst was assessed as unexpected and possibly related. Serious criteria for the infection and abscess included the requirement for a drainage procedure. Potential etiologies for the events included the injection technique. The case meets the seriousness and causality criteria for expedited reporting to regulatory authority. Engineering evaluation: no corrective or preventive action will be initiated. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-nov-2017 by a physician which refers to a female patient. Medical history, concomitant treatments, allergies and previous filler history were not reported. On (B)(6) 2017, the patient received treatment with 1 ml (0.5 ml to each side) of restylane silk (lot 14563) to both tear troughs with unknown needle and unknown technique. Nineteen days later, on (B)(6) 2017, the patient experienced red(implant site erythema), swollen(implant site swelling), severe abscess(implant site abscess) or cyst(implant site cyst), and severe infection(implant site infection) at around the eye area on the face. Treatment for the adverse event included: the area was drained, and the patient was given unspecified steroids, two rounds of unspecified antibiotics and an unspecified filler dissolver, without improvement. Outcome at the time of the report: the events were not recovered/not resolved.